Event description:
It was reported that the user experienced prolonged low blood glucose and disconnected from therapy for several hours until glucose returned to range; the user has gluten intolerance and chronic myelogenous leukemia and was assigned at. Symptoms included hypoglycemia requiring oral glucose intake. Outcomes included urgent and low glucose events. Troubleshooting and education were completed. Investigation included case review and user coaching. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.